Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was between 225-250 mg/dl and was addressed with a bolus. Troubleshooting did not occur with tandem's technical support as the alleged issue occurred in the past and the cartridge/infusion set was already changed.